Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that the instructions for use (IFU) is being implemented. It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera elite gastrointestinal videoscope had a blurry image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was image noise due to corrosion on the scope connector. The device evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was returned to olympus for repair, there was no delay in the start of precleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle was wiped and brushed with clean lint-free cloths, brushes, and sponges, and the air / water nozzle was flushed with the detergent solution. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the connecting tube had a dent, the control unit had discoloration, the forceps channel was shaved, the universal cord had a wrinkle, the scope connector was dirty due to water leakage, the water removal ability did not meet the standard value due to the clogging of the nozzle, an abnormal sound was made due to damage on the up / down knob, the play of the up / down knob was out of the standard value due to wear of the angle wire, and the connecting tube had a wrinkle. The following findings had a scratch: switch 2, protector of the universal cord on the control section side, scope connector cover unit, switch box, scope cover, right / left knob, universal cord, grip, control unit, scope connector, forceps elevator lever / knob, up / down knob, and the connecting tube. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.